Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The excessive no delivery alarm test could not be performed due to the prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call on (B)(6) 2013 that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 119 mg/dl. The customer changed the infusion set and reservoir during the call and was able to resolve the alarm. He called back on (B)(6) 2013 to report still receiving no delivery alarms. Blood glucose value was 213 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.